Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump would not exit the preparing to prime loop. The customer¿s blood glucose was 80 mg/dl. The customer stated that they did not receive second series of beeps nor did number's appear on screen. The insulin pump will be returned for analysis.

Manufacturer narrative:
The pump alarmed compromised force sensor system during basic occlusion test due to loose/protruded drive support disk. Unable to perform occlusion test, prime and excessive no delivery test due to loose drive support disk. Unit received with cracked battery tube threads, cracked reservoir tube lip, cracked case at reservoir tube window corner, stained end cap sticker and stained address/serial number label.